Event description:
Customer reported the system is displaying a low ma message and an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage cable connectors. System operates as intended.